Event description:
The consumer was using the rollator and sat down at the table, when the wheel allegedly broke off, causing the consumer to fall and tear her rotator cuff.

Manufacturer narrative:
Device is 4 yrs old and no longer in warranty. Maintenance history is unk; its unk if factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Current user guide covers this area.